Event description:
The complainant reported a patient of unknown age/gender presenting for impella support. During explantation of the device, at the conclusion of support, the pump broke and components remained in the patient. Intervention was attempted to remove the separated components on the following day, however, the patient expired due to vessel rupture.

Manufacturer narrative:
The device was sequestered by law enforcement for investigation. The defective pump has been requested for return so that we can complete an investigation. A supplemental MDR shall be filed should the device be returned by law enforcement.

Manufacturer narrative:
The investigation into the pump damage/detachment has been completed since the original report was filed. The benchtop analysis revealed that the root cause of the product damage was a detached inflow cage most likely as a result of a bond failure.